Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported ¿capsular contracture", baker grade unknown, ¿creases were found on the device¿, and felt ¿deflation like¿ sensation¿. Additionally reported was "incredible muscular damage¿ which has been deemed not related to the device. Affected side is left. The status of the device is unknown.